Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose and stated that giving herself insulin was not bringing it down. The insulin pump passed the high pressure test. The infusion set was removed and she stated that the cannula was slightly slanted. She stated that the site was not sore or irritated. The blood glucose reading was 354 mg/dl. She also reported that insulin squirted out during the manual prime and that she was receiving an alarm for a loose drive support cap. She stated that the drive support cap appeared normal and that she did not press on it while connected. She stated that the insulin pump had not been dropped or bumped. Nothing further was reported.